Event description:
The facility representative reported a colleague infusion pump with a condition of failure code 810:10. This fail code occurred while loading tubing during clinical use. Upon baxter quality engineering review, the reported condition of 810:10 is believed to have been reported in error by the customer. Through review of the pumps event history, the quality engineer determined that since service could not confirm a fail code 810:10 in the event history of the pump but confirming fail code 810:11, that fail code 810:11 was actually the intended condition to be reported. This pump contains user interface module master software (B) (4) which is categorized as a remediated colleague 2006 pump. There was no patient injury or medical intervention necessary according to the facility representative.

Manufacturer narrative:
(B)(4). The facility reported a pump with fail code 810:10. The reported condition was confirmed as fail code 810:11. The reported was determined to have been caused by an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA (B)(4).